Manufacturer narrative:
Analysis of the pump found it to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 micrograms/day).

Event description:
It was reported the patient experienced a sudden onset of withdrawal (vomiting and diarrhea) starting on (B)(6). The symptoms occurred for 10 days. On (B)(6), the patient heard the pump alarm for the first time. It was noted, eri (elective replacement indicator) was in 9 months and the next refill date was scheduled for (B)(6). The reservoir volume was reported as 7 ml. The patient presented in the clinic on the date of this report and the event logs confirmed a motor stall had occurred on (B)(6) at 4:14 am while the patient was sleeping. There was a tube set message 48 hours later. There was no recovery to date and no previous stalls in the event logs. The pump was programmed to minimum rate. It was later reported the pump had been replaced. It was noted the alarm had been silenced and the alarm interval had been adjusted but the pump was still alarming. The healthcare professional (hcp) was given the pump off password. The pump was used to deliver hydromorphone, clonidine and bupivacaine. The patient's outcome was not reported. Additional follow-up is being performed to obtain the information.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the pump stopped working and was explanted and replaced on (B)(6). The product issue was resolved but the cause was not determined. The patient status at the time of the report was &#49228;"alve -no injury."

Manufacturer narrative:
Long term testing was completed; the long term test data did not affect the previously reported analysis result regarding over-infusion. During destructive analysis of the pump, corrosion and wear were identified, and a stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8575, lot# j0203508r, implanted: (B)(6) 2002, product type accessory; product ID 8709, lot# j11185r43, implanted: (B)(6) 2002, product type catheter. (B)(4).